Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 562 mg/dl at time of incident. Customer also states that the blood glucose was 402 mg/dl at the time of signed out of hospital. Customer when left for the working then the blood glucose level was goes to 348 mg/dl. Customer also stated that the blood glucose was 357 mg/dl. The customer was assisted with troubleshooting. The customer was treated with 6 units of intravenous insulin and 2 ½ bags of fluid. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin exited at the quick release. The device will not be returned for analysis.